Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed bend/kink damage of varying degrees of severity located 0.35 to 4.00cm, 5.50 to 9.65cm, 15.2 to 16.5cm, and 94.2 to 179.5cm from the distal tip with fibrous and other unidentified debris within the offset damage site including within the coil lumen and scattered over the length of the device. The specimen also presents a 3.95mm region of apparent organic matter present on the distal end of the proximal depth marker band, approximately 100.05cm from the distal tip. Traces of blood-like material as confirmed with blood reagent are present in the coil region, in the apparent organic matter and in the extension threads at the proximal end. The specimen does not present any indication of a "sticky" condition anywhere along its length including any of the foreign material deposits. The ptfe coating presents minor abrasion with attached frays scattered over the length of the coated region; with the greatest concentration within the more severe bend damage locations. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11/22/2011. It was reported that during a stenting treatment procedure advancement difficulty occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and mildly calcified right renal artery. A 190cm thruway guide wire was placed in the right renal artery. While tracking a express sd stent delivery system (sds) over the 190cm thruway guide wire the sds was getting stuck at the proximal section of the 190cm thruway guide wire. The sds and the 190cm thruway guide wire were removed. The procedure was completed with another of the same device and the same express sd sds. No patient complications were reported and the patient's status is fine. Returned product analysis revealed peeled coating and foreign material on the device.